Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.1 cm. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil at 16.9 to 17.5 cm and at 45.3 to 46.0 cm from the connector pin. The cause of external abrasions is consistent with friction to the device can and another device or feature of the patient anatomy.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17744. It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that there was noise oversensed on the right atrial and right ventricular leads, leading to under-pacing. The leads were explanted and replaced, and the patient was asymptomatic and in stable condition.